Event description:
It was reported that when opening the package, the surgical nurse found that a black external shuck was pierced out by the inner guide wire at the tip. It was mentioned that the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The guidewire was returned in the opened original packaging. The sample appeared to have the coated guidewire further removed from the assembled hoop. The guidewire does not appear to be damaged. It was unknown how the guidewire was removed from the assembled hoop. A potential root cause for this event could be, "inspection results (measurement, testing data) not verified by iqa assignee, error of inspector". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when opening the package, the surgical nurse found that a black external shuck was pierced out by the inner guide wire at the tip. It was mentioned that the device was not used on the patient.